Manufacturer narrative:
The reported events of lead dislodgement, under-sensing and failure to capture were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. Electrical analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented to the emergency room due to presyncope episode. It was discovered that the patient's right ventricular (rv) lead exhibited undersensing and non-capture. Furthermore, an x-ray showed the rv lead was in a similar position, however they suspected micro dislodgement. Therefore, the physician elected to explant and replace the rv lead on (B)(6) 2021. The patient was in stable condition.